Event description:
It was reported to philips that the system failed to boot; calibration stuck at 0 on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flex pc and hard drive, reloaded software, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).